Manufacturer narrative:
Additional information was added to e4, f2, g3, h4 and h6. E4: reporter sent to FDA: yes (previously no) f2: the user facility submitted a medwatch report for this event: mw5097686 g3: report source: user facility added h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed and according to specifications. Functional testing including pressure testing and clear passage underwater testing was performed, and it was noted that there was a leak in the filter. The reported condition was verified. The cause of the condition was due to an assembly issue during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient¿s blood was backing up into the filter of a non-dehp extension set, and started to leak from the edge of the filter. The location of the leak was further described as blue and clear plastic part that come together. This was further described by the customer as, ¿the filter has the blue casing and the clear casing and the leaks came from the edge between those casing. No crack noted.¿ this was identified while in use. There was no report of patient injury, or medical intervention associated with this event. No additional information is available.